Event description:
Customer called to report the pump's driver block was not moving forward and the driver arms were stuck in the same position. Troubleshooting was performed. The driver was not moving.